Event description:
On (B)(6) 2025, a 57 year-old male patient presented for placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. Later the same day, bleeding was observed around the repositioning sheath. The device was explanted on (B)(6) 2026, with no additional documentation regarding further bleeding events. Due to the limited information available, this case will be conservatively coded as a major bleeding event associated with a serious injury.

Manufacturer narrative:
The cause of the major bleed/access site adverse event was not determined due to no product return and insufficient clinical details available.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received stating that the sheath was angle matched and re-sutured and the bleeding resolved.